Event description:
The vena cava filter was placed in 2008. At about twelve days later, an attempt was made to retrieve the filter from the patient. A CT scan and venogram at that time showed all four legs of the filter to be protruding out of the vena cava. A decision was made to have the filter remain in as a permanent filter.

Manufacturer narrative:
No product was returned to assist in our investigation; therefore, we could not determine with certainty the root cause of this event. An "instructions for use" booklet is provided with this device that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. The appropriate individuals have been notified of this event and we will continue to monitor for similar reports.